Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The issue with the curled hands/feet, stiffness and inability to chew food has not been resolved. The consumer reported the physician stated the brain atrophy and nerve decay was due to patient age and was the cause of the neurodegeneration, which did not indicate cause related to product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's family regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the postoperative effect has been relatively stable, the step walk was not open but the situation has suddenly increased in the past two months. The patient has been living in the nursing home. The patient's hands and feet were curled and unable to stretch. Their head, neck, tongue were stiff. The patient was unable to chew food and now through insertion of the esophagus were able to eat. Before returning to the hospital, the doctor said the patient has brain atrophy, old age, nerve decay, and the adjustment was not effective. No further complications were reported as a result of this event.